Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Per the initial report, "patient died of cardiogenic shock, occurred after surgery but prior to discharge."

Manufacturer narrative:
Additional information from surgeon states bioglue had no relevance to this adverse event. The death due to cardiogenic shock is more likely associated with patient comorbidities. There is no allegation of deficiency or resultant adverse events caused by the bioglue therefore, no further action is required.

Event description:
Per the initial report, "patient died of cardiogenic shock, occurred after surgery but prior to discharge."